Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ.a.c.® therapy.

Event description:
On jul 26 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to activ.a.c. Therapy. The physician stated he was unsure if v.a.c. Therapy caused or contributed to the infection. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On nov 22 2016, the following information was reported to kci by the physician's nurse: the patient has an infection which allegedly developed while on v.a.c. Therapy. On nov 22 2016, the following information was reported to kci by the physician's nurse: the nurse discussed this issue with the physician and reported that the patient does have an infection that is being treated with oral antibiotics. The physician is unsure if v.a.c. Therapy caused or contributed to the infection. No additional information is available. A device evaluation of the activ.a.c. Therapy unit is currently pending completion.